Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced safety mechanism failure. The following information was provided by the initial reporter: safety system that does not block the needle when removing it from the catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced safety mechanism failure. The following information was provided by the initial reporter: safety system that does not block the needle when removing it from the catheter.

Manufacturer narrative:
H6: investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.